Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the initial sapien valve positioned and deployed 90:10 aortic resulting in significant 2+ ai. A second sapien valve was positioned 60:40 within the native annulus, and more ventricular compared to the first valve. The valve was deployed during rapid ventricular pacing (rvp), however, rvp was called off prior to the delivery system balloon being down and it was suspected that damage of the valve leaflets may have occurred, resulting in poor coaptation of the leaflets and severe central ai. The ta sheath was removed and a balloon was advanced through the femoral artery to post dilate, but the central ai remained. The ta sheath was put back in and a third valve was deployed successfully, 50:50 within the native annulus, with no pvl or cai. The patient left the or in stable condition.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. There are several patient and procedural factors that alone or in combination can cause or contribute to regurgitation, including but not limited to, improper sizing of the native valve, malpositioning of the prosthesis (too aortic or too ventricular), and severe native annular calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In this case, the root cause of the reported event cannot be confirmed; however per the report, it was suspected that the leaflets may have been damaged while the ds balloon was being withdrawn (i.e. It was still inflated). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to indications, warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.